Event description:
It was reported that the rn hung a new primary bag of heparin 25,000units/nacl 0.45% 250ml, that was programmed to infuse at 500units/hour (5ml/hour) when the rn observed that the heparin was free flowing in the drip chamber while in use on an adult patient. The rn immediately stopped the infusion and reported that the free flow event did not reach the patient. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of having a 250ml bag of heparin free flowing in the drip chamber was confirmed. Physical inspection of the device noted the instrument seal intact. The membrane frame assembly was observed to be broken at the upper platen post hinge. The door cover assembly was observed to not be seated flush with the door assembly. Internal inspection found the door assembly lower right screw insert protruding outward. The bezel assembly was observed with 3 out of 4 datum posts crushed. No anomalies were observed with any of the electrical or mechanical components. There no anomalies observed with the administration set. Review of the pcu event logs did not find any programmed infusions occurring on the customer¿s reported timeframe. There was however a programming that occurred on 01:49 am that matches the customers reported programming parameters and drug. No errors or malfunctions were recorded on the customers reported incident date. Functional testing confirmed instances of free flow. The proximate cause of the customer¿s report of a bag of heparin free flowing in the drip chamber while in use appears to be associated to a broken upper platen hinge on the membrane frame. The root cause of the broken upper platen hinge on the membrane frame is suspected to be caused by customer misuse, possibly related a significant drop or mishandling.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: diagnosis: cad with acute on chronic diastolic chf; s/p CABG x3.

Event description:
It was reported that the rn hung a new primary bag of heparin 25,000 units/nacl 0.45% 250 ml that was programmed to infuse at 500 units/hour (5 ml/hour) when the rn observed that the heparin was free flowing in the drip chamber while in use on an adult patient. The rn immediately stopped the infusion and reported that the free flow event did not reach the patient. The customer stated that there were no adverse effects caused to the patient from the event.